Event description:
It was reported that following the implant procedure, the patient was hospitalized due to nausea and severe post procedural pain at the implantable pulse generator (ipg) and lead sites. The physician believed that the symptoms were not device or procedure related. The patient was discharged from the hospital and was reportedly doing well.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.